Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was replaced yesterday and impedances were fine after replacement (around 1600- 1800 ohms, nothing over 10k). The patient was programmed and feeling stim in the appropriate areas. The day of the report, the patient wasn't feeling any stim at all. It was unknown what type of lead the patient had, but it has 8 contacts and was plugged into the 0-7 port and the rep was getting impedance measurements from those 0-7 contacts the day prior to the report. The rep didn't have any images of the lead, but they called technical services to try to determine what type it may be. The patient already tried increasing amplitude, but still was not feeling anything. The rep attended the replacement and confirmed they heard the clicking from the torque wrench tightening the set screw and a plug was placed in unused ports of the ins. Additional information received from a manufacturer representative (rep). It was reported that the cause of the loss of stim has not been determined. The patient had a follow up appointment on monday, july 1st. The patient was met in the office by a rep and impedances were taken. Impedances showed some electrodes on the lead are out (0-3) and the remaining electrodes were programmed to give the patient stimulation in the meantime. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that because the patient had not used the device in so long, it was determined that the lead was no longer working. The patient was being scheduled for a lead revision. No further complications were reported.